Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0m0yv, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that the patient was helping their spouse power wash a house today and felt a jolt while they were near the machine. The power washer had a motor. The patient's implantable neurostimulator (ins) was off. The steps taken to resolve the event was that the patient stopped turning the power washer on and off for their spouse. The patient made sure their device was off and the jolting sensation had been resolved.